Event description:
Pt brought from nursing home to emergency room in full arrest. Defibrillated x10 during code. After pt pronounced and quick combo pads removed, burns were noted under the pads. Pt had minimal chest hair.